Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. A grey cap was observed on the edta tube instead of the expected pink cap. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify an exact root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use, a box of bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes contained an incorrect product. The following information was provided by the initial reporter, translated from dutch: a box (of 100 tubes) of pink k2edta tubes (367941) contained another tube (transparent cap).